Event description:
Additional info from the user facility: ICU pt had trach placed on (B)(6) 2010. On (B)(6) 2010, pt was progressing well on his CPAP weaning schedule. Pt was placed on a 5 liter/min o-ring. The cuff was deflated and passy muir valve (pmv) was placed at 0910. Pt tolerated well and was able to talk. Checked at 0920 and 0935 and found to be doing well. At 0940 pt began to have breathing problems and a code blue was called. Pt was found apneic and bradycardiac with decreased o2 saturations. Face was markedly edematous with subcutaneous air. Color was blue. The pmv was taken off his tracheostomy and there was an immediate rush of air out of his trach. The pilot balloon on the trach was flat and appeared to be deflated. Pt had a pulse and bagging of the pt was initiated. Bagging was easily accomplished. Pt did not, however, have breath sound bilaterally. He had obvious subcutaneous air and swelling. Chest tubes were inserted and CPR initiated. CPR, although procedurally done well, was not effective and the pt died. The trach was removed postmortem and the trach cuff remained semi inflated with 3-4 ml of fluid.

Manufacturer narrative:
Additional info from the user facility: tracheostomy tube hyperflex w tts cuff. (B)(6). Device eval: customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.